Manufacturer narrative:
(B)(4). Expiration date: unknown as lot # is unknown. Similar to device with 510(k) p070016. MFR date unknown as lot # is unknown. (B)(4). (B)(6). Investigation is still in progress.

Event description:
Description of event according to complainant: on (B)(6) 2016: a male patient underwent repair of subacute non-communicating type b aortic dissection (thrombosed type). The maximum size of the descending aorta had been quickly grew to 55mm since he developed it a month ago. The dissection area was from the distal arch to the celiac aorta. The physician placed zteg-2pt-34-197-pf-d with covering a half of the lsa and gzsd-36-164-2 to the sma. The aaa was diagnosed as well, so zenith flex endovascular grafts were placed in abdominal aorta, and the procedure was completed. On (B)(6) 2016: at 6month follow-up, a blood flow into the false lumen was confirmed at t8-t9. It seemed the flow started at the location of the distal of zteg-2pt-34-197-pf-d, so the physician suspected an erosion has been occurred there and caused to have a new entry to the false lumen. Additional tevar to cover the suspicious erosion/entry was performed on (B)(6) 2016 and zteg-2p-30-200-pf-d was placed at the distal of the zteg-2pt-34-197-pf-d to cover the suspicious area. The user confirmed the flow into the false lumen was solved and completed the procedure. Patient outcome: the patient is doing fine after the procedure.

Manufacturer narrative:
(B)(4). Similar to device with 510(k) p070016. (B)(4). Summary of investigational findings: two ctas were provided for the investigation along with the complaint report. The first was performed 3 days prior to endograft and dissection stent implantation and the second 7 months later. The pre-implantation cta demonstrated that intercostal artery supply was from the true lumen and thoracic false lumen was supplied through a single large proximal thoracic aortic intimal defect. Consequently, a graft terminating in the mid thoracic aorta was long enough to seal the defect and minimize the risk of spinal cord ischemia by preserving intercostal artery patency. A new intimal defect developed at the anterior endograft distal end between implantation and the 7 month follow up cta. The new entry tear was not associated with any significant step-off, size mismatch, or dissection stent deformation. Since the tear occurred at the stent graft's distal margin, it likely was secondary to differences in graft and dissection stent stiffness and radial force further accentuated by the bend just inferior and superimposed on a very fragile aorta. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar devices.

Event description:
Description of event according to initial reporter: on (B)(6) 2016: a male patient underwent repair of subacute non-communicating type b aortic dissection (thrombosed type). The maximum size of the descending aorta had been quickly grew to 55mm since he developed it a month ago. The dissection area was from the distal arch to the celiac aorta. The physician placed zteg-2pt-34-197-pf-d with covering a half of the lsa and gzsd-36-164-2 to the sma. The aaa was diagnosed as well, so zenith flex endovascular grafts were placed in abdominal aorta, and the procedure was completed. On (B)(6) 2016: at 6 month follow-up, a blood flow into the false lumen was confirmed at t8-t9. It seemed the flow started at the location of the distal of zteg-2pt-34-197-pf-d, so the physician suspected an erosion has been occurred there and caused to have a new entry to the false lumen. Additional tevar to cover the suspicious erosion/entry was performed on (B)(6) 2016 and zteg-2p-30-200-pf-d was placed at the distal of the zteg-2pt-34-197-pf-d to cover the suspicious area. The user confirmed the flow into the false lumen was solved and completed the procedure. Patient outcome: the patient is doing fine after the procedure.